Event description:
It was reported that there was a high threshold and suspected undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Event description:
It was later reported that the lead had been programmed off due to chronic low p-waves while the patient was in atrial fibrillation (af).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 lead, implanted (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead was only being used for sensing as the lead had not been capturing.